Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous left anterior descending coronary artery. Once at the lesion, the 014 hi-torque versaturn guidewire got caught on a previously deployed stent and the guidewire tip kinked. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issues appear to be related to circumstances of the procedure. In this case, once the guide wire was at the lesion, the guide wire got caught on a previously deployed stent and the guide wire tip kinked. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.